Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the anesthesia workstation was contaminated with liquid. The following parts were affected with liquid: both pressure transducer printed circuit boards, expiratory channel board, patient cassette, expiratory channel connector board, control gas analyzer removal kit, o2 emergency button. According to provided information, the issue has been resolved by replacing mentioned parts. The device was delivered to the user in working condition. Confirmation of the reported issue was obtained through the attached photos. The printed circuit boards were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to an anesthesia system malfunction. Evaluation of device's logs was not possible because the attached logs do not contain records from the provided date of event. There is no information on how the liquid spill entered the anesthesia system. The technician suspects that the liquid is most likely water.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The unique UDI information for this device is not available since the device was manufactured before 2015.

Event description:
It was reported that the anesthesia system was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).